Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. And we will provide follow up MDR upon investigation completion, such as review of batch records or testing of retention samples. Any additional information received, by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer didn't get any lines on test cassette. Despite performing test correctly. She was unable to provide a picture of the cassette.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov4080002 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov4080002 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result. Customer didn't get any lines on test cassette despite performing test correctly. She was unable to provide a picture of the cassette.